Event description:
The account alleged the bed had not functions and the head of the bed is raised. No pt impact.

Manufacturer narrative:
The account replaced the control box assembly and the hand pendant extension cable to resolve the issue.